Event description:
It was reported that the generator rec'd an error code. There were no details on case involvement or the specific error code, but stated there was no patient consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and an error code 3 was noted. The hand piece was dissassembled , a torn acoustic isolator and evidence of moisture ingress were found in the instrument.